Event description:
It was reported that during an unspecified procedure, deployment difficulty occurred. The 10 fr/12 cm flexima biliary stent was advanced to the target lesion. When the physician attempted to release the stent, "it was stretched, the inner sheath". The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device was not returned for eval, therefore, the reported complaint was unable to be confirmed. A review of the device history record was unable to be performed as the lot number is unk. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.